Event description:
It was reported that after a da vinci assisted surgical procedure, the customer stated that the prograsp forceps had a frayed wire. The procedure was completed with no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable.